Manufacturer narrative:
Additional information was not available. The device was discarded immediately after use, therefore pictures could not be provided and the device could not be returned for evaluation. A review of the customer's order history determined that the most recent purchase for this product code was 2014. This indicates that the device used was at least 7 years old. However, this cannot be confirmed as the customer was not able to provide a lot number. Based on the information available, a true root cause cannot be determined. However, it is likely that the device had significant wear and tear over 7 years of use. There has been a total of 908 sold since 2012 with no additional complaints recorded. This is an isolated event and no further actions are required. We will continue to track and trend for future occurrences. This can be seen as the final report. If additional information is obtained that alleges additional patient involvement or the need for corrective actions, a follow up report will be submitted. User facility report# 2200101000-2021-8019. This submission is passed due as we recently discovered that the original submission was not accepted due to an old version of esubmitter.

Event description:
The customer alleged that the gigli saw cables broke during use. No pieces were broken off in the body.